Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported no images were displayed on the monitor. The user reported a loud beeping noise was heard and only a line was visible across the monitor. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.